Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the visera elite ii video system center exhibited communication error (e226). Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error e226 could not be determined. It is possible that the event occurred due to some abnormality in the communication between the device and the endoscope. Olympus will continue to monitor field performance for this device.